Event description:
It was reported that going from stage one to stage two of surgery, the lead was pulled down with excessive force. The lead was compromised and damaged. The hcp was able to use the lead end cap. No injury to the pt was reported.